Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified low reading and reportedly self-treated with insulin based on the sensor readings. Subsequently, customer experienced hypoglycemia and a loss of consciousness and received unspecified treatment from a healthcare professional. Customer reported receiving a sensor scan result of 55 mg/dl compared to a reading of 344 mg/dl obtained on a competitor brand device on an unspecified date and time. No further treatment was reported. There was no report of death or permanent injury associated with this event.